Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Customer confirmed pump display turned on when plugged into a power source. No additional information was known or reported. Multiple follow up attempts were made by tandem technical support; however, the customer did not provide the outcome of the event.